Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 7.5 standard offset reduced neck length. Concomitant medical products: item# 00620105200, 52mm replacement lock ring, lot# 62911635; item# 00633405028, constrained liner with constraining ring use with trilogy and trabecular metal modular acetabular systems 28 mm i.d. For use with 50/52/54 mm o.d. She, lot# 62373105; item# 00801802803, femoral head sterile product do not resterilize 12/14 taper, lot# 62542670; item# 00620205022, shell porous with cluster holes 50 mm, lot# 00112247.

Event description:
It was reported during right revision that patient had fracture of the proximal femur. This was secured with cerclage cables. Attempts to obtain additional information was made; however, none was available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Medical records were provided and reviewed by a health care professional. Review of the available records identified that patient was revised due to elevated ions and continued pain. Upon inserting the depuy prostalac cement spacer, a crack in the proximal femur was noted and was secured with cerclage cables. It is unclear at what point in the procedure the femur fractured, at explanation or implantation. The revision was completed with the removal of all components and implantation of a depuy cement spacer with palacos cement. Reported event was confirmed by review of medical records provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.